Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue: patient states that the pump is stopping short during load step. Per patient's mother the pump stops during load step in 1-5 seconds, and they have to go back in to load step to complete the load in order for it to be done correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: the black box and alarm history showed no activity outside of normal use. The pump¿s prime history showed evidence of 17 units of insulin primed on (B)(6) 2016. The pump was able to load a 100 unit cartridge within +/-2.5 units within specification. The pump¿s ¿ez-prime¿ steps were performed correctly. The investigation was unable to duplicate the initial complain about a ¿large prime volume¿. The force sensor calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins. There was no debris observed in the cartridge compartment. The pump¿s cover was removed and no intermittent condition was found to the force sensor circuit. (B)(4).